Event description:
Zoll customer support contacted a (B)(6) male pt in order to prompt him to exchange a battery pack due to "battery charger fault" errors. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon evaluation, the battery was found to have mismatched cells reading 1.984v, 2.240v and 0.190v. The cause for the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery back.